Manufacturer narrative:
A supplemental report will be submitted upon completion of the investigation.

Event description:
It was reported that, "upon removal of ankle clamp, prongs snapped back into place. Force caused plastic on one side to break off."